Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The component analysis of the foreign material detected components of protein, organic silicone, and silicic acid. Protein may be derived from chemical solutions or human, organic silicone may be derived from chemical solutions such as an anti-foaming agent, and silicic acid may be derived from chemical solutions or tap water. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. There was no deviation from the reprocessing method in the instruction manual. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited foreign matter attached to the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.